Event description:
Pt with previous aortic aneurysm endovascular repair presented with endoleak with symptomatic aneurysm expansion. Possible defect in the aortic cuff of the endovascular stent found when explanted for open surgical repair.